Event description:
Impella catheter error. When plugged in it stated that it was a console failure. A second console was brought in and it stated the same thing. Therefore we replaced the catheter and no failure was stated when plugged into the console. Catheter was never inserted into the patient.